Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Environmental stress cracking (esc) was noted - on the surface only.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. The lead had difficulty being extracted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. The lead had difficulty being extracted. A new lead was implanted. No additional adverse patient effects were reported.